Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated they received questionable high results compared to the laboratory for one patient with the accu-chek inform ii meter serial number (B)(4). At 12:58 pm, the result was hi(>600 mg/dl) from a finger stick. At 1:03 pm, the result was 114 mg/dl in the laboratory from a venous blood collection. The patient was in good condition with no serious injuries and was not treated for the hi(>600 mg/dl) result. There was no allegation of an adverse event. The qc was acceptable within 24 hours of the event. After the event, the qc was tested and the meter displayed an error. The customer repeated the qc with the same vial of strips which were acceptable. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The customer's test strips were returned for investigation. The test strips were tested with retention meter, retention test strips (lot 476339), retention controls, and a retention battery. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1: 47 mg/dl, 47 mg/dl, 47 mg/dl, level 2: 318 mg/dl, 317 mg/dl, 317 mg/dl. All returned results are within acceptable range. The investigation was unable to find a definitive root cause.